Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A notification via abiomed¿s long-term outcome and quality indicator impella registry that a 60 year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient endured hemolysis and thrombocytopenia with a "definite" relationship to the impella device used. Prolonged hospitalization had resulted.

Manufacturer narrative:
The investigation into the hemolysis and the thrombocytopenia issues has been completed since the original report was submitted. The device was not returned for investigation. According to the clinical details, the cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the thrombocytopenia issue was not determined since product was not returned.